Manufacturer narrative:
Literature citation: koichi sugimoto, and hiroaki sawaura,"minimally invasive surgery against lumbar facet joint synovial cyst". (B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported in abstract that minimally invasive surgery was performed on three patients afflicted with lumbar facet joint synovial cyst, using tubular rectrator. Symptomatic sc (exacerbation of intermittent claudication) was observed in 20 months post-op. Mi-scr was performed on the patient and no relapse has seen in 3.5 years.